Event description:
Two devices (part number: cev230-1 and cev540-5) were returned for repair to mxi service and repair.

Manufacturer narrative:
Device 2 of 2: cev540-5: lot 111204, manufacturing date: 12/2011. (B)(6). Cev230-1: evaluation of this device indicated that the hook coating was damaged and most likely as a result of impact during use or reprocessing. Cev540-5: evaluation of this device indicated that the needle holder ratchet did not sufficiently hold. The ratchet teeth were slightly blunt and the branches were slightly bent, most likely damaged during use. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).